Event description:
This customer reported unspecified problems with pacing. There was no negative patient impact. There were no ECG strips available for review.

Manufacturer narrative:
(B)(4). This customer reported unspecified problems with pacing. There was no negative patient impact. There were no ECG strips available for review. The hospital biomedical engineer evaluated the defibrillator and could not reproduce the issue. There was no trouble found. We are unable to determine the cause of the reported symptom.